Manufacturer narrative:
Unit received with cracked/detach end cap. Unable to perform the displacement due to cracked/detach end cap and cracked case at the display window corners. (B)(4).

Event description:
Information received by medtronic indicated that the bottom part of the insulin pump had a crack. No harm requiring medical intervention was reported. Customer stated that bottom piece of the insulin pump was not stay on also crack near the up arrow of insulin pump. The insulin pump will be returned for analysis.